Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer called back to inform tandem technical support that the pump turned back on and is working as intended.